Event description:
It was reported that the patient underwent a revision procedure due to pump/ cylinder tubing tear and fluid loss with an inflatable penile prosthesis (ipp). The physician attempted to cycle the device multiple times but the device would not inflate. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. No patient complications were observed during and after the procedure.